Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt undergoing fusion using infuse, had to report back to the surgeon due to an inflammatory response. The surgeon reports "perhaps 5 or 6" tlif pts with a "seroma" type fluid post-op.